Manufacturer narrative:
Received only catheter. The reported issue is confirmed, however the root cause is unknown. Per visual inspection, water leakage was found on the sac collar of the balloon. A pinhole was later observed on the sac collar. The pinhole was then evaluated under a microscope and the hole appeared to be smooth however the origin of pinhole could not be determined. Per functional testing, the balloon was inflated with 10cc of water and a leak was noted on the device. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "1. Method for use: (1)do not reuse. (2)do not resterilize. (3)be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (4)do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.]" (B)(4).

Event description:
It was reported that water leakage was confirmed by the user after the catheter fell out of the patient. The catheter fell out several minutes after placement. The user tried to infuse water into the catheter, but water leaked around the balloon.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that water leakage was confirmed by the user after the catheter fell out of the patient. The catheter fell out several minutes after placement. The user tried to infuse water into the catheter, but water leaked around the balloon.